Event description:
Discordant high immulite 2500 ipth results were generated on one patient sample. The physician questioned the result and the sample was repeated by the laboratory several times with similar results. The sample was also tested at (B)(4) where the expected lower results were obtained. There is no known report of treatment given or withheld based on the discordant ipth result.

Manufacturer narrative:
A siemens global product support specialist evaluated the immulite 2500 instrument data. After analyzing the instrument data, the global product support specialist determined that the cause of the discordant ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.